Event description:
Ineffective dexcom product; I purchased dexcom g6 through (B)(6) pharmacy. Two sensors failed to detract from skin. Tremendous force required to remove the device then bleeding from insertion site and pain occurred. (B)(6) said call dexcom as they are not the manufacturer and not responsible to handle the return. Dexcom said to return the defective sensors and they will send new sensors for the 2 that failed to detach. They replaced however since 2/3 failed, I am scared to try again and asked for refund for the defective and unsafe product. Called company again and they stated to go through their distributor and they won't do anything about their defective product. The product clearly has many complaints. I can't imagine a severe diabetic with a defective device. The turnaround time from opening up a ticket with the company and getting a new sensor takes a week and this clearly defies the continuous monitoring claim they make. Hopefully, the FDA can follow up on their safety and effectiveness. I have a video of the sensor not detaching if it helps. Your site won't let me upload it. Thank you for your attention to this matter. FDA safety report ID# (B)(4).